Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, power on self-test and a review of the alarm log were performed. The air sensor was out of calibration. In addition, a damaged safety clamp and an expired battery were identified during evaluation. The cause of the damaged channels condition was determined to be air sensor out of calibration. To correct the condition, the safety clamp and battery were replaced and the air sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had damaged channels. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.